Manufacturer narrative:
The patient fell. Patient was evaluated and high impedance was detected during an impedance check. Ipg required more frequent charging. The system was explanted and replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 where in the patient's scs system was fully explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:1627487-2023-02547. Related manufacturer report number:1627487-2023-02546. It was reported that the patient was experiencing a high recharge burden associated with their ipg. The patient's leads also were exhibiting high impedance. Surgical intervention may take place at a later date to address the issue.